Event description:
It was reported that this patient recently received several episodes of inappropriate anti-tachycardia pacing (atp) and shock therapy from this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was contacted for review, and it was noted that there were additional similarly treated episodes in the past. However, it was unable to be confirmed whether the arrhythmias were slow ventricular tachycardia, or atrial in origin. Additionally, it was discussed that reprogramming options would be challenging, as the current programmed settings were already quite low. Potentially adjusting the atp correlation percentage, but it would be a clinical decision to assess the potential risks. The physician elected to reprogram the ICD to resolve the event and no additional adverse patient effects were reported. At this time, the device remains implanted and in-service.